Event description:
Device issue: stent dislodgement. Time of device issue: during procedure. Adverse event: stent implanted at unintended site. It was reported that a non-abbott stent in the right coronary artery (rca) was being treated for in-stent restenosis using a 3.0 x 18 mm promus stent. The promus stent delivery system (sds) was advanced and positioned; however, the balloon would not inflate. The sds was removed from the pt's anatomy; however, the stent was not on the balloon. The stent had dislodged and remained on the guide wire. A balloon catheter was advanced over the guide wire and implanted the stent where it was in the rca. Post-dilatation was completed with two balloon catheters. The stent was adequately positioned and deployed. There were no reported adverse pt effects. Though requested, no additional info was provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The sds is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.